Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('uterus (containing 1 embedded coil)') and device dislocation ('1 migrated coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("uterus (containing 1 embedded coil)"), asthenia ("more energy"), anxiety ("less"), dysmenorrhoea ("no menstrual pain"), genital haemorrhage ("excessive bleeding") and pallor ("got some color back in my face") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with uterus and cervix and removal of coil). Essure was removed. At the time of the report, the embedded device, device dislocation, device expulsion, genital haemorrhage and weight increased outcome was unknown, the asthenia and dysmenorrhoea had resolved and the anxiety and pallor was resolving. The reporter considered anxiety, asthenia, device dislocation, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, pallor and weight increased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- device embedded, device dislocation, asthenia, anxiety, dysmenorrhea, genital bleeding, pallor, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('uterus (containing 1 embedded coil)') and device dislocation ('1 migrated coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("uterus (containing 1 embedded coil)"), asthenia ("more energy"), anxiety ("less"), dysmenorrhoea ("no menstrual pain"), genital haemorrhage ("excessive bleeding") and pallor ("got some color back in my face") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with uterus and cervix and removal of coil). Essure was removed. At the time of the report, the embedded device, device dislocation, device expulsion, genital haemorrhage and weight increased outcome was unknown, the asthenia and dysmenorrhoea had resolved and the anxiety and pallor was resolving. The reporter considered anxiety, asthenia, device dislocation, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, pallor and weight increased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- device embedded, device dislocation, asthenia, anxiety, dysmenorrhea, genital bleeding, pallor, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('uterus (containing 1 embedded coil)') and device dislocation ('1 migrated coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("uterus (containing 1 embedded coil)"), asthenia ("more energy"), anxiety ("less"), dysmenorrhoea ("no menstrual pain"), genital haemorrhage ("excessive bleeding") and pallor ("got some color back in my face"), was found to have weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("ebaby girl in march"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with uterus and cervix and removal of coil). Essure was removed. At the time of the report, the embedded device, device dislocation, device expulsion, genital haemorrhage, weight increased and pregnancy with contraceptive device outcome was unknown, the asthenia and dysmenorrhoea had resolved and the anxiety and pallor was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, asthenia, device dislocation, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, pallor, pregnancy with contraceptive device and weight increased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- device embedded, device dislocation, asthenia, anxiety, dysmenorrhea, genital bleeding, pallor, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : events- "ebaby girl in march, device ineffective", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.